Event description:
It was reported that the patient had a spectra non-inflatable penile prosthesis removed and replaced, reason and surgery details not indicated. No patient complications have been reported in relation to this event.